Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered that the light scatter sensor had accumulated debris on the surface. The fse replaced the light scatter sensor resolving the reported issue. The instrument was verified by running controls and reproducibility with the results recovering within the expected range. (B)(4).

Event description:
Customer reported the lymphocyte recovery failed during a cap (college of american pathologists) survey when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the light scatter sensor and resolved the issue. The part was returned for further evaluation. To verify electrical performance, the surface of the part was first cleaned, and then tested per beckman coulter procedure no ba0915. Part passed the retic latron test. Testing could not duplicate the field reported failure of "low scatter results on retic latron". Customer complaint could not be duplicated. Therefore, the return part did not support the previous conclusion that the part was defective. The cause of the reported issue is unknown.